Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.